Manufacturer narrative:
Concomitant medical products: product ID biotronik ipg, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation the atrial and ventricular lead exhibited increased level of stimulation threshold. Atrial and ventricular lead pulse width settings were re-programmed and the leads remain in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) surveillance registry clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the right ventricular (rv) lead and right atrial (ra) lead had elevated threshold measurements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.